Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to be (B)(6) 2019 as no specific event date was reported. Relevant history: reportedly, the patient had been diagnosed with lymphoma and is currently cured. Lot #, expiration date, manufacture date: the complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration date are unknown (B)(4). The complainant reported that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 19, 2019 that a wallflex biliary rx fully covered rmv stent had been implanted as treatment for obstructive jaundice during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in late 2017. According to the complainant, on an unknown date, the patient presented back to physician with elevated alkaline phosphate levels. The physician elected to remove the stent from the patient, and during the stent removal procedure it was noted that the stent had migrated proximal into the duct, with only approximately 10% of the distal end showing. The physician was unable to remove the stent at that time and the stent removal was rescheduled for another day. Reportedly, the patient was stable at the conclusion of the procedure. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.